Event description:
During the evaluation of data from this pt's investigational device (model 106 aspiresr generator) used in a (B)(6) study, cyberonics identified a hardware design issue that can cause a portion of the stimulation output to be redirected from the intended path. Like the investigational device, the same circuit configuration is also present within the model 105 aspirehc generator, a commercially marketed device (refer to manufacturer report number 1644487-2011-02122 for the model 105 event). As a result of this issue, the stimulation current actually delivered to the vagus nerve can be less than what is programmed by the physician. This diversion of stimulation current can potentially lead to the following pt effects: delivery of stimulation current that is less than the magnitude required for effective therapy. Presence of neck pain, inflammation and/or swelling/edema at the lead electrode location in the neck; and/or pt perception of unusual stimulation or muscle twitching between the pulse generator and the lead electrodes implanted in the neck. The magnitude of the diverted current and its consequences depends on the pt's programmed parameters settings and physiology, tending to manifest only as the pt's programmed parameters (output current, pulse width, frequency, and on time) reach higher parameters. Only one pt is implanted with this model 106 generator investigational device. No adverse events related to this issue have been reported. At this time, the treating physician will continue to monitor the pt.

Manufacturer narrative:
Method: (data validation).